Event description:
During a bankhardt procedure, the tip of two suture punches broke off. One tip was retrieved, the other tip remains in the patient's glenohumeral ligament. Minimal delay reported in the procedure in an attempt to recover the tips. No other back up units available, procedure completed using another technique. Unknown which instrument tip remains in the patient. The retrieved tip was not returned to the MFR.